Event description:
The wife of a (B)(6) male pt called zoll customer support to report that the pt's battery packs weren't properly recharging. Download data revealed several charger faults. The pt was issued a replacement battery charger/modem.

Manufacturer narrative:
Device eval summary: device eval of battery charger/modem sn (B)(4) has been completed. The reported problem (charger faults) has been confirmed. Upon investigation the battery charger/modem had 0f04 charger faults. The cause for the faults was isolated to a corrupted u13 8-bit cmos microcontroller. The root cause for the corrupted u13 component could not be positively identified. No adverse event resulted from the defective u13 component. The pt received a replacement battery charger/modem.